Event description:
Pt has had 2 fault sensor so far from the same lot number, 1st sensor stopped working before the 14 day mark and the 2nd sensor. Told him it would expire in 12 hrs as soon as he applied it. Pt did apply the sensors properly each time.